Event description:
During the maintenance phase (35°c) of the ivtm therapy, the thermogard console sn (B)(4) displayed mid:14 (bg power supply) error message. The console was rebooted and displayed a mid:16 (software) error message. The user restarted the console multiple times and the console cleared the errors starting normally. The treatment continued with the console. During the rewarming phase (36°c), thirty-four hours later, the console displayed a mid:14 error followed by mid:16 error messages again. The user was able to clear the errors after the restart and the treatment continued. Five hours after the last event, the console was replaced by the zoll representative to continue the therapy. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed mid:14 (bg power supply) and mid:16 (software) error messages were confirmed based on the review of the event logs but were not confirmed during functional testing. The reported error messages were not duplicated during the investigation and the console functions as intended. A visual inspection was performed and unrelated to the reported issue, the pump rotor was observed with corrosion and severe crystallization of saline on the rotor and the raceway. Also, there was dried saline present in the drain pan. The observed issue is attributed to saline spillage. The pump rotor head assembly needs to be replaced to remedy the problem. The event logs were reviewed and showed the occurrence of the mid:14 and the mid:16 error messages. Thus, confirming the reported complaint. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The thermogard console passed the initial functional testing without any fault or error. Waiting for customer approval for repair.